Event description:
Original medwatch from uf states: "pt has infraclavicula catheter in place. Upon removal, tip of catheter was not present." Pt requested to not have surgically removed, but to leave."